Event description:
It was reported, the programmer does not program. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the stylus was pulled loose and you could not select to program. Stylus was plugged in all the way and worked as expected. Analysis also found the programmer failed incoming functional test; lem (link electronic module) printed circuit board assembly found out of electrical specification. The latch tab on power cord bay door is broken, the system fan is intermittently noisy, the lower case is missing paint and is broken near the spring retainer, and the gear on printer drawer is damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).